Manufacturer narrative:
The technician found that the casters were worn. He replaced the casters to repair the bed.

Event description:
Information received indicates when the brakes were activated the casters will still swivel but the caster wheels are holding.